Event description:
The customer stated that he tested his blood glucose using his contour and elite meters. The contour meter read 194 mg/dl while the elite read either 70 of 90 mg/dl. The difference between these readings falls in the "c" and "d" zones of the parkes error grid, making the difference clinically significant. No adverse event were alleged. Troubleshooting showed the system to be operating as designed, so no product will be returned for evaluation.

Manufacturer narrative:
This complaint was not initially flagged as a potential MDR, so it will be submitted past 30 days window.